Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a hole in the catheter. The target area was located in the kidney. A 180cm renhf 150cm 20 preload renegade¿ hi-flo¿ fathom¿ system 16 was selected for use. During renal embolization procedure, the catheter was withdrawn to draw blood back; however, the catheter failed and the physician acquired air instead due to a hole in the proximal end of the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the renegade hi-flo catheter. The shaft and tip were microscopically examined. There were numerous kinks present throughout the shaft of the device. The shaft was flattened with three holes 3.6cm - 4.0cm from the hub. Functional testing was performed by connecting the device to a syringe filled with water. When the syringe was depressed, water starting leaking from the holes. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that there was a hole in the catheter. The target area was located in the kidney. A 180cm renhf 150cm 20 preload renegade¿ hi-flo¿ fathom¿ system 16 was selected for use. During renal embolization procedure, the catheter was withdrawn to draw blood back; however, the catheter failed and the physician acquired air instead due to a hole in the proximal end of the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.